Event description:
It was reported that during a stenting treatment procedure, removal difficulties were encountered. The lesion location was not specified. The express vascular sd stent delivery system (sds) was advanced to the lesion, and the stent was deployed successfully. However, when the physician attempted to withdraw the sds resistance was encountered. Therefore, the physician removed the sheath and the express vascular sd sds as a unit. The procedure was completed successfully with this device. No pt injuries or complications were reported. Pt status is listed as "okay." This device is ous only; however, there is a same or similar device market in the us.